Manufacturer narrative:
Device was discarded by facility. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
It was reported that during a peripheral orbital atherectomy procedure for the liberty clinical trial, an embolism occurred. The target lesion was 30.0mm in length and was located in the distal popliteal artery. The physician used a 6fr introducer sheath from a contralateral approach to access the lesion. The physician treated the lesion using a csi 1.50 solid crown orbital atherectomy device (oad). After using the device, an embolism was noted in the left posterior tibial artery, which caused a 70% diameter stenosis. The physician treated the embolism using 200mcg of intra-aterial nitroglycerine. An angiogram showed that the embolism remained. The physician then was able to resolve the embolism via two balloon angioplasty inflations (2.5x60mm armada 14 and 2.0x60mm armada 14). After the second balloon inflation, there was 0% residual stenosis in the left posterior tibial artery. The patient status remained stable throughout the procedure. The device was discarded by the facility after the procedure.